Event description:
Four fr single lumen groshong was inserted and when the PICC was flushed with the saline from the kit the pt experienced shortness of breath, chest pain and panic. When saline was being flushed, pt experienced shortness of breath, anxiety, and "eyes rolled back." Reaction was transient, so there was no need to call a rapid response. No vital signs were taken. Reaction began when PICC was being flushed, prior to dressing, prior to cleaning the site, and after stylet was removed. When placement was checked, the tip of the catheter was "2 cm too far," at the entrance to the right atrium. Catheter was pulled back 2 cm, and PICC remains in the pt. Rn flushes with "rapid" saline flush to clear the line of blood after checking aspiration.

Manufacturer narrative:
(B)(4).the sample was discarded. Should any additional information become available, a follow-up report will be submitted.

Event description:
A home patient (hp) contacted global technical services regarding a system error (se) 2240 alarm that occurred on the homechoice (hc) unit during last fill. The hp stated the supply bags were empty and the heater bag had fluid. The technical service representative (tsr) instructed the hp to cycle power to clear alarm and explained se 2240 indicates a large amount of air has entered setup. The tsr reviewed proper procedures per the user manual with the hp. The hp stated there was no obvious cause of alarm. The tsr also advised the hp to call his nurse (rn) regarding the alarm and being connected. No further information is available at this time.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a system error 2240. The report was not confirmed due to a lack of sample. Based on the information obtained from baxter's investigation, the root cause of the se 2240 was not determined. The batch review was not performed because the lot number was unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).